Event description:
It was reported that the patient's device is showing high impedance. X-rays were ordered and returned with no conclusion per the physician. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient's devices were fully revised. The explanted devices are not available for return. No other relevant information has been received to date.